Manufacturer narrative:
A ge representative evaluated the system and adjusted the 5v power supply, replaced the batteries, and performed a filament calibration. System operates as intended.

Event description:
Customer reported the system is displaying a charger failure alarm. System operates as intended.